Event description:
It was reported that a patient underwent an med at l4-l5 at the time dissecting remaining hernia, the tip of the instrument broke and the fragment dropped into intervertebral disc space. It took almost 20 minutes to retrieve the fragment under microscope. The surgical time was eventually extended 16-30 minutes due to the incident. It was confirmed that no fragment was left in the patient.there were no patient complications.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.